Event description:
It was reported when using the bd vacutainer® edta 2k there was no label or missing label information. The following information was provided by the initial reporter. "During inspection, the customer noticed the gray print on tube was missing."

Manufacturer narrative:
Investigation summary: bd received one sample and 2 photos for investigation. The photos and samples were reviewed and the indicated failure mode for missing print was observed. Additionally, 80 retention samples from bd inventory, were evaluated by visual examination and the issue of missing print was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of missing print. Bd was not able to identify a root cause for the indicated failure mode.